Event description:
Confusion regarding the use of the physio control life pack 9-p. The medical and nursing staff were educated on the use of the monitor and follow-up education is provided each year at the annual safety fair. In spite of this educational effort, staff failed to appropriately use the monitor in three (3) instances.